Manufacturer narrative:
Due to character limitation, below field are added from e1- event site email - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks, cardiosave intra-aortic balloon pump (iabp) could not charge battery. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6(medical device ¿ problem code). Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they collected the battery and swapped with the demo machine. The fse finished battery maintenance test in the workshop and the unit passed all performance, safety and functional tests and the battery was swapped back into unit after no repair was. The device was cleared for clinical use.